Event description:
Malfunction.

Manufacturer narrative:
Zimmer (B)(4) contacted hospital to obtain additional event details. Two cuffs were being utilized during the case rather than one cuff. Picture indicates improper cuff application. Marketing following up with account and discussed correct cuff application.